Manufacturer narrative:
(B)(6). Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had performed a catalys procedure in the left eye of a patient and detected a posterior capsule rupture before the beginning of the hydrodistention. A posterior vitrectomy was performed on the same day and the iol was placed in the sulcus. The surgeon believes the posterior capsule rupture was due to the erroneous interpretation of a high oct (optical coherence tomography) intensity area in anterior vitreous. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was evaluated by the field service engineer and no malfunction was found, the device functioned as intended. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.